Event description:
Device manufacturer became aware of a published clinical article describing the author's experience with removal of the vagus nerve stimulator from the neck. The manuscript summarized seven cases in which removal or revision of vagal nerve stimulator electrode were performed. In one of the cases, the vns patient reportedly felt "electrical shocks" when turning their head to the extreme left. The patient underwent lead replacement surgery and the event reportedly resolved.